Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. Returned device to customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there is an error light on the device and comm loss on cns (central monitoring system) 8 eight sectors.